Event description:
During prep, it was difficult to deploy the device and form shapes. The catheter was removed and replaced with no harm to the patient. Manufacturer response for field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).